Event description:
Related manufacturing reference number: 2017865-2023-40461. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise, with the noise on the ra lead causing inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. Isometric testing was performed, and the noise was reproducible. No further changes were made, and the patient left in stable condition.